Event description:
It was reported that intraoperatively, following implantation of acetabular cup, the surgeon was experiencing difficulties to lock the liner into the acetabular cup. Due to this surgeon subsequently explanted the acetabular cup, implanted a back-up cup and used a back-up liner to successfully complete the procedure, leading to surgical delay.

Manufacturer narrative:
(B)(4).